Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose. The customer stated her blood glucose has been higher lately and is not sure what's going on. The customer's blood glucose was 409mg/dl. The customer treated with manual injections. The customer stated they have a back-up plan. The customer declined to check for leaks or air bubbles in the tubing/reservoir. The bolus history displays all entries based on their recollection. The customer declined high pressure test. Advised customer to change entire set, reservoir, insulin and follow doctor's instructions. The customer's blood glucose was re-checked and her blood glucose was 279mg/dl.